Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported an end of service (eos) on (B)(6) 2016. They were getting an eos or eso code two days ago, could not confirm again. The patient stated that it did once while charging, but had not seen it again since.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.